Event description:
It was reported that the system was explanted due to pocket erosion and infection.

Event description:
Clarification of event - device was explanted due to pocket erosion and to prevent infection. The pocket appeared to be clean from an infectious standpoint.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records analysis was normal. No anomaly was found. (B)(4) 1888tc/52, (B)(4).